Event description:
I have an insulin pump with chem and my dexcom g7 sensor was reading 187 mg/dl and my actual blood sugar was 118 in the middle of the night while I was sleeping. I had to shut my pump off to avoid an insulin overdose. This has happened on more than a few occasions but this is the first time I have reported it to the FDA. If I didn't have a medical background I could have been in real trouble.